Event description:
It was reported that during a prostatectomy procedure, the surgical staff noticed that the monopolar curved scissors instrument's tip cover accessory had "charring" where the clear material interfaces with the gray material on the tip cover. There were approximately 2 "pin point" holes on the interface and an additional 3 "pin point" holes in the clear section. No sharp edges could be located by the surgical staff. Upon inspection. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA as related events from this site. 2955842-2007-00257

Manufacturer narrative:
The instrument and/or instrument tip cover has not yet been received for analysis. Once analysis has been performed, a follow up MDR will be submitted.